Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the docking station was damaged. Based on the description of the event, the employee did not properly align the transfer carriage with the sterilizer's docking station causing an inadequate latch of the transfer carriage's front wheels resulting in the reported event. The technician replaced the docking station, tested the unit, confirmed it was operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the evolution transfer carriage, specifically properly engaging the transfer carriage with the docking station. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their sterilizer, the evolution transfer carriage fell to the ground. No report of injury.